Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had been experiencing pain at their ipg site after falling. In turn, the patient's doctor evaluated the site and instructed the patient to clean it and follow up if the issue worsened. Information gathered via follow up revealed the patient's scs system had been explanted due to a possible infection at the patient's ipg site. The patient was given oral antibiotic to address the issue.